Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) software became unresponsive. It was noted the navigation system was registering the imaging system, the registration bar was visible and 3/4 filled but then the software became unresponsive. Pressing "ctrl+alt+delete", "delete", "esc", and moving from 2d to 3d mode on the pendant had not resolved the issue. The mvs and image acquisition system (ias) were powered off. The system was restarted and was fully functional. There was no impact to the patient outcome and a delay of 8 minutes to the procedure.